Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 11/02/2015 with the following findings: review of the pump¿s black box revealed installations of partially discharged batteries. The pump powered on with a related call service (128) alarm, duplicating the shortened battery life complaint. A battery compartment crack and moisture ingress was observed; leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s internal components.